Event description:
The following has been reported: biomed reported: "blue screen pump failure" obf pump for ssm. Pump never used on pt. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.